Event description:
The user reported that during initial checkout of the device after receipt, the unit alarmed as intended, instrument malfunction. The alarm notified the biomedical engineer that the unit was not operable. No pt involved.